Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, approximately two years and five months post implant, the pulse generator reached early battery depletion despite normal electrode measurements. Consequently, an urgent revision procedure for replacement of device was scheduled and completed subsequent day after the event was identified. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: removed initial reporter's title. Evaluation summary: (B)(4) the device was returned for analysis, where a tantalum capacitor was discovered to have leakage current. We did receive performance data collected from the device and have analyzed the data. Went to eri (elective replacement indicator) on (B)(6) 2010.